Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there were high impedances. The rep reported that the previous ins was replaced due to normal end of service and impedances were ran before and all were okay. The rep reported that they were unable to determined if something happened to the leads while dissecting the old ins. The rep reported that they ran impedances were ran several times after cleaning and reseating the leads in the connector block. The lead contacts were clean and dry. The rep reported that the healthcare provider (hcp) wasn¿t going to replace the leads on the day of the report. The rep reported that they would see the patient at the post-operative appointment and would program using contacts that were within normal limits. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of high impedances was not determined. The issue had resolved and all the impedances were within normal limits on (B)(6) 2018. The information was confirmed with the hcp. No further complications were reported/anticipated.